Event description:
Customer reported clogged oxygenator inlet. Abnormally high delta p pressures were noted upon initiation. Number continued to climb higher/faster than normal. Had to switch to adult size quadrox-ID.

Event description:
Internal ref. # (B)(4)/ initial emdr # (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the affected product for return on 2020-12-19. Sample received on 2020-01-17. The returned product was investigated in the laboratory of the manufacturer on 2020-02-06. The visual inspection of the oxygenator did not reveal any visible defects. Except for a clot in the blood outlet connector. No clot was found in the oxy itself or when rinsing with water. Furthermore, the customer reported a clot in the oxygenator inlet at the start of the system, which means that the blood was already clotted (viscous) before it entered the oxygenator. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Thus the reported failure could not be confirmed. The most probable root cause could not be determined. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet "cardiopulmonary¿s" trending program and additional investigations or corrections will be implemented in case of adverse trending.